Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was explanted and replaced due to unknown product performance issue. No additional adverse patient effects were reported.